Event description:
The user facility reported during patient procedures the suction valves from their defendo valve kit are sticking and not releasing the mucosa. User facility personnel remove the suction button from the scope to release the mucosa. No report of injury.

Manufacturer narrative:
The user facility did not return devices to medivators for evaluation. The device history record of the lots subject of the event were reviewed and no abnormalities were found. Medivators tested samples of current inventory including one of the lots subject of the event and no issues were noted. No additional issues have been reported.